Event description:
It was reported that this right ventricle lead was surgically abandoned due to high, out of range pacing impedance measurements of greater than 3000 ohms, pacing inhibition, noise and suspected lead conductor fracture. Besides surgical intervention, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).